Manufacturer narrative:
Citation: "transcaval access and closure for transcatheter aortic valve replacement." J am coll cardiol 2017;69:511¿21 earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature that evaluated the success and adverse effects of transcaval transcatheter aortic valve implantation (tavi) access and closure with nitinol cardiac occlude device. All data was collected from multiple centers from july 2014 to june 2016. The study population included 100 patients (predominantly female; mean age 80 years), nine of which were implanted with a medtronic evolutr and 11 of which were implanted with a medtronic corevalve (serial numbers were not included). Among all patients eight deaths occurred due to: seven cardiovascular and one noncardiovascular. Within these reported deaths one patient was reported to have coronary obstruction and expired rapidly after and another patient expired from a tavi related myocardial infarction (mi). Based on the available information two of the deaths correlated to a medtronic product. However, it is not reported as to which of the four valves were attributed. The literature reported the following adverse effects: five cerebral vascular accident (cva), one hypotension, five thrombocytopenia, two myocardial infarction (mi), 12 renal failure, 15 non-access site related bleeding events, 10 retroperitoneal hematoma, one thoracic aortic dissection (noted to be from evolutr), two tamponade, 37 total bleeding events, one aortic root hematoma, and 36 total vascular complications. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.